Event description:
Surgeon initially reported that a "broken rim union" of the device occurred during surgery at the first use. On (B)(6) 2012, surgeon reports via e-mail that he was performing a closed reduction of a fractured hip (using a c-arm), and fixation using a compression screw. The surgeon cannot articulate the actual issue with the device beyond "broken rim union". He reports no harm to the patient, no delay in surgery, no problem with treatment of the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.